Event description:
On september 14, 1999, safeskin corporation was served with the followng lawsuit: plaintiff's claim alleges the following: rhinitis, hand dermatitis, facial swelling, shortness of breath, chest tightness, type 1 latex allergy.